Manufacturer narrative:
Philips has started an investigation, a follow up report will be submitted once the investigation has been completed.

Event description:
Philips received a report that the patient felt a heating sensation and experienced skin reddening and blistering on the right upper shoulder clavicle area; a 4x4cm circular burn overlying right coracoid process. Burn consists of 2x2cm central component with surrounding area of erythema. Sensation is intact in area involving the burn and it is not particularly tender to touch, the affected size of the blister is reported to be 4 cm. Medical treatment by the ward doctor and plastic surgeon was given. The reported injury meets the criteria for a serious injury.

Manufacturer narrative:
After our investigation and analysis, it was concluded that no contribution was identified from the associated mr coils (head and base coil) or the mr system used during the scan with respect to the reported harm. The associated mr coils (head and base coil) cannot reach the affected body area. The incident is attributed to the use of high specific absorption rate (sar) sequences performed consecutively without adequate breaks, leading to excessive accumulation of rf energy and localized tissue heating. Other potential causes such as cable contact, skin-to-skin contact, clothing-related effects, implants, or contact with the bore are considered unlikely based on the available information.